Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation is based upon the user facility information and the evaluation of the retention sample of the involved product code/lot number. Visual and magnifying inspection revealed no defects. The outside diameter was measured and confirmed to be within manufacturer specification. The sample was primed with saline solution and was evaluated by tactile feel for the state of the hydrophilic coating and confirmed to meet manufacturer specification. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation and without the actual sample, the definitive cause of the complaint could not be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
The user facility reported a fracture on the radifocus guidewire m device. Follow up communication with the user facility confirmed the following information: approach with the actual sample to the lesion accompanied with hard thrombus formation; the customer managed to cross the actual sample but was not able to cross other devices; the customer pushed and pulled the actual sample several times, subsequently, when he pulled the actual sample, he found its distal end did not move; the customer pulled the actual sample out of the body and found that the distal segment, approximately 20cm in length, had been fractured and remained in the vessel; it was reported the customer tried to retrieve it with use of a snare, in vain with no success; the customer decided to leave it in the vessel; and it was reported the procedure was completed successfully.